Event description:
During a retrospective complaint review, devilbiss healthcare identified a stationary oxygen concentrator with complaint of "burning smell from o2 outlet." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and could not reproduce the original complaint but observed normal wear of components, including the compressor cup seals and sieve beds. The compressor mounts were replaced, and the pc board upgraded.